Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. (B)(4).

Event description:
The ICD involved in this report was implanted on (B)(6) 2010; it was interrogated on (B)(6) 2011 upon emergency follow-up. Shock therapy was programmed off while shock therapies (inappropriate) were being delivered. Holter memories were not completely read from the implant memories, and data could not be saved. Possible lead breakage around the clavicle was confirmed through portable x-ray imaging. Additional information was obtained on (B)(6) 2011: new x-rays were performed, and no lead breakage was confirmed. New ICD interrogation was performed: no anomaly was found, normal measurements were observed. However, oversensing was confirmed upon deep breathing.